Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organ"), device dislocation ("migration of implant"), genital haemorrhage ("heavy prolonged bleeding"), sjogren's syndrome ("autoimmune disorder type of disorder: sjogren's") and fallopian tube perforation ("perforation (fallopian tube(s)") in an adult female patient who had essure (batch no. 12413293, 626812) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo shot. Concomitant products included folic acid since (B)(6) 2016, hydroxychloroquine since (B)(6) 2016, methotrexate since (B)(6) 2016 and sulfasalazine since (B)(6)2016. On (B)(6)2009, the patient had essure inserted. In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In october 2016, the patient experienced sjogren's syndrome (seriousness criterion medically significant), rheumatoid arthritis ("rheumatoid arthritis") and device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), abdominal pain lower ("lower abdominal pain"), abdominal distension ("bloating"), rash ("rash"), dyspareunia ("painful intercourse"), migraine ("migraines"), nausea ("nausea"), fallopian tube perforation (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (she had surgery to remove the essure implant.) And surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, genital haemorrhage, sjogren's syndrome, headache, abdominal pain lower, abdominal distension, rash, dyspareunia, vaginal haemorrhage, menorrhagia, rheumatoid arthritis, device expulsion, fallopian tube perforation and fatigue outcome was unknown and the migraine, nausea, vaginal discharge and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device dislocation, device expulsion, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, perforation, rash, rheumatoid arthritis, sjogren's syndrome, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporters added. Patient demographic information and patient relevant history added. Lot number (12413293, 626812) added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Concomitant medications added. Events incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organ / perforation (fallopian tube(s)"), device dislocation ("migration of implant"), genital haemorrhage ("heavy prolonged bleeding"), rheumatoid arthritis ("rheumatoid arthritis") and sjogren's syndrome ("autoimmune disorder type of disorder: sjogren's") in an adult female patient who had essure (batch no. 12413293, 626812) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo shot. Concomitant products included folic acid since (B)(6) 2016, hydroxychloroquine since (B)(6) 2016, methotrexate since (B)(6) 2016 and sulfasalazine since (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant) and device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), abdominal pain lower ("lower abdominal pain"), abdominal distension ("bloating"), rash ("rash"), dyspareunia ("painful intercourse"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, rheumatoid arthritis, sjogren's syndrome, headache, abdominal pain lower, abdominal distension, rash, dyspareunia, vaginal haemorrhage, menorrhagia, device expulsion and fatigue outcome was unknown and the migraine, nausea, vaginal discharge and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device dislocation, device expulsion, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, rash, rheumatoid arthritis, sjogren's syndrome, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Batch number: 12413293 expiration date: may-2012 manufacture date: sep-2009. Batch number: 626812 expiration date: feb-2010 manufacture date: mar-2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc(product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organ"), device dislocation ("migration of implant"), genital haemorrhage ("heavy prolonged bleeding") and autoimmune disorder ("autoimmune inflammatory reaction") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), headache ("headaches"), abdominal pain lower ("lower abdominal pain"), abdominal distension ("bloating"), rash ("rash") and dyspareunia ("painful intercourse"). The patient was treated with surgery (she had surgery to remove the essure implant.) And surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, genital haemorrhage, autoimmune disorder, headache, abdominal pain lower, abdominal distension, rash and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, autoimmune disorder, device dislocation, dyspareunia, genital haemorrhage, headache, perforation and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.